Manufacturer narrative:
Additional information received by the site indicated the following: the heartware system was not alarming when the patient was found. The patient's anticoagulation had been "fine", that there was no evidence of thrombus, he had been compliant with his medical therapy, and that management of his diabetes was "sometimes a challenge for him". The pump was not returned for analysis due to its burial with the patient, but a DHR review for the pump was conducted, and did not show any issues related to this complaint. The controller, batteries and ac adapter were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical evaluations, visual/functional examination and review of controller log files. Controller and ac adaptor: reviews of the logs showed evidence of repeated power up and pump restart events. As shown in the log files, the controller lost power a number of times, and multiple critical battery and low-voltage alarms were recorded. The visual inspection showed no external defects and the functional testing showed that controller worked normally with no fault alarms or errors. All forced low, medium, and high priority audible alarms performed as intended and were within normal limits. The " power disconnect" audible alarm was confirmed when both power sources were disconnected and was within normal limits. The controller ac adaptor passed all visual and functional testing. Batteries: functional analysis of the returned batteries revealed that both bat002722 and bat002723 had cell(s) that registered voltage under the minimum voltage specification, which likely resulted in rapid and premature pack depletion and subsequent electronic disconnects from the controller. Of note, these batteries had 701 and 756 charge and discharge cycles, respectively. Per ifu00064 rev02, "the batteries are expected to have a useful operating life of greater than 500 charge and discharge cycles. If a battery provides less than two hours of support duration, it should be replaced." The reported event of a vad stop was confirmed via controller log file review. The event was determined to be related to under-voltage cells within the batteries. Evidence suggests that these batteries were at the end of their useful life. The reported complaint that the audible alarms were not functioning was not confirmed. All alarms performed to specification during functional testing. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00061 and 3007042319-2013-00095) submitted for devices related to the same event.

Event description:
This event involved a patient who expired approximately 2 years and 9 months post heartware lvad implantation. The patient expired at home and was found by family members. Additional investigation is on-going.

Manufacturer narrative:
Battery failed initial testing. Root cause analysis is on-going. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00061) submitted for devices related to the same event.